Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. Reportedly, ¿ghost¿ boluses showed up in pump history from pump and meter remote. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/02/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the original complaint could not be duplicated. The pump powered on with vibration and audible sounds. An ezprime sequence was successfully completed. The pump successfully paired with the returned meter and they were exercised for 24 hours with no ¿ghost¿ boluses recorded at this time. The pump successfully performed a normal 10 unit bolus and a 10 unit audio bolus and both were accurately recorded in the pump history. There was no hypersensitivity to the buttons on the keypad.